Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with failure code 812:00 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective pump head module. The pump head module was replaced to correct this condition. Additional information: a service history review revealed no previous service events were related to the reported condition. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Event description:
Upon event history review conducted by baxter quality engineer this device was found to have experienced an 812:00 failure code. The reported condition occurred during service. There was no patient involvement and therefore no reports of patient injury or medical intervention. No additional information is available. During baxter quality engineering review of the event history on (b)() 2010, it was determined that the reported condition occurred during delivery. This device utilizes user interface module master software version 5.09.90 categorized as remediated.